Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information was added to the following fields:d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was presumed that the connector had broken due to aging, which made it more susceptible to damage. Additionally, it is possible that the connector was struck by a hard object or subjected to stress during the attachment or detachment of connecting tubes, leading to its eventual breakage and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Instructions for oer-3 rev. 10 operation manual chapter 3 ¿inspection before use¿ section 3.2, ¿inspecting the connectors¿ describes the following. Therefore, the subject event is detectable/preventable. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Caution: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Furthermore, IFU for the subject endoscope warns against improper reprocessing describing ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during cleaning and disinfection of the gastrointestinal videoscope, it was noticed that the cleaning connector was broken. The issue occurred during reprocessing for an unspecified procedure that was completed using a same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.